Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there was an occlusion and that there is a leak during bolus. No further details.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The test reservoir stayed locked in place and no reservoir compartment anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and a missing end cap sticker noted. No moisture damage was noted on the electronics assembly.